Event description:
On 10/22/94 at 10:15 am certified nursing assistants reported that while transferring resident out of the century model whirlpool bathing system with the bath lift, the safety belt came undone. Resident was then transported to the hosp by ambulance, admitted with a fracture of the left femur. On 10/24/94 the resident went to the operating room for manipulation (unable to perform surgery due to the break being to close to the knee and the resident having arthritis). The resident returned to rptr's facility on 10/25/94 with orders to keep knee immobilizer on at all times. One of the cna's assisting with the bath sustained a back injury that resulted in an emergency room visit and one day of missed work. The maintenance supervisor inspected the bath lift and discovered only one seat belt had been used on the mobile bath lift. Rptr's suggestions to the MFR to prevent future incidents with seat belts on the bath lift.: 1) warning on back of chair reminding of proper application of seat belts; 2) diagrams of proper belt application in operational and procedure manuals; 3) is there a more fail-safe method than attaching the belt with hole over knob? (*)